Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the laser light began forward firing after 51,645 joules of fiber use. The procedure was completed using another fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message, the fiber tip was intact and the light emitted from the fiber when the forward firing was observed was red.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the forward firing event. Analysis identified that a distal circumferential fracture that has the potential for forward firing. In addition, the fiber glass cap was protruding less than usual indicative of glue failure. It is probable that the identified debris adhesion found on the surface of the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture and glue failure.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the laser light began forward firing after 51,645 joules of fiber use. The procedure was completed using another fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy message, the fiber tip was intact and the light emitted from the fiber when the forward firing was observed was red.